Event description:
It was reported that a solution set had a loose particulate matter inside the packaging. The particulate matter was further described as "very small, brown sliver, looked like cardboard". This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and mobile particle resembling a cardboard inside the primary was observed. Particulate matter outside the fluid path was confirmed. The reported condition was verified. The cause was related to manufacturing. The device malfunction is not likely to cause or contribute to a death or serious injury. Pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.